Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type programmer, patient. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had slipped and fell on the ice a month ago. It was reported the patient was feeling a shocking sensation in the left upper extremity starting last thursday. It was noted the patient had rsd of the left upper extremity and radicular symptoms in the left upper extremity that seemed worse than usual. It was noted the patient seemed to be "jumping" every now and then. It was reported the they had attempted to turn the implantable neurostimulator (ins) down to mitigate the shocking, but it was not helpful.